Manufacturer narrative:
Product analysis two images of the venous incompetence worksheet and one still image of the patients leg. Image of patients leg: this image depicts the left leg of the patient, the area in focus, is the inner thigh, an area of reddening on the inner thigh can be seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a venaseal procedure using the closure system vs-403 to treat venous insufficiency in the great saphenous vein.  Local anesthesia was used during the procedure, tumescent infiltration was not utilized, and a guidewire was used for catheter insertion. The vein was reported to have closed, and the procedure was completed. The patient did not complain of pain during active treatment. Twelve months after the procedure, the patient developed superficial thrombophlebitis. Skin irritation was noted at the mid thigh above the great saphenous vein on (B)(6) 2025, and was still present at the time of reporting. The skin irritation is being treated with antibiotics.  Sclerotherapy was administered five months after the venaseal procedure.  0n (B)(6) 2024 the sfj was competent. The gsv had been successfully occluded with venaseal. No extension of the treatment into the deep venous system. Thigh extension of the ssv, no spj was identified. The major axial deep veins were patent with normal phasic venous flow and no evidence of obstruction or valvular reflux. On (B)(6) 2025, the sfj was competent. The gsv had been successfully occluded with venaseal. No extension of the treatment into the deep venous system. The region of interest appeared as a chronic occlusion of the gsv post venaseal with no areas of acute thrombus identified. Thigh extension of the ssv, no spj was identified. The major axial deep veins were patent with normal phasic venous flow and no evidence of obstruction or valvular reflux. Normal study post intervention with no evidence of acute thrombus in region of interest. Single leg treated only. No challenges or deviations related to location of catheter tip prior to initial delivery of adhesive and the catheter tip 5cm caudal to sfj. Patient took a course of anti-biotics and it has been resolved at the site of phlebitis.